Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed per the medical investigation. Hemarthrosis is a collection of blood that forms in the joint space following a procedure if the small vessels were not cauterized prior to closure. The hemarthrosis can be associated with pain, swelling, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The occurrence typically resolves on its own, without surgical intervention, while sometimes an evacuation of the fluid collection is required through aspiration or surgical evacuation. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The root cause was found to be non-device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had an additional surgery under anesthesia to evacuate the hemarthrosis.

Event description:
It was reported that there was effusion/swelling/edema. Postoperative hemarthrosis not linked to the devices implanted but to the procedure. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 905608, gentle thread 9x30mm full thrd, lot #: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-00114.